Event description:
The manufacturer received this report from a foreign country. Mea procedure performed in 2003. Uterine sounding and applicator placement noted to be 8 cm. During fundal sweeping, the physician noted forward advancement of the applicator to 10 cm and subsequently aborted the treatment. The patient returned 3 days post treatment with an acute abdomen. Laparotomy confirmed uterine perforation. Surgical repair of the bowel and tahbso were performed. Patient recovered without further complications.

Manufacturer narrative:
Add'l date for appl: 2003. The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator, which was found to pass all production final test procedures. This event occured outside the us; in the us if a myometrial wall thickness is not entered into the mea system then the mea treatment could not be initiated. This event is being reported now as a result of the company's recent review of the open complaint file for this event.